Event description:
After removing the catheter from the package, prior to inserting in the patient, holes were noted 15cm over the luer hub. The product was clinically used for the procedure.

Manufacturer narrative:
The product was returned for analysis, but the evaluation and testing has not been completed.